Manufacturer narrative:
Qn# (B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 10 jan 2025 should be retracted.

Event description:
It was reported that "pump was pumping at twice the heart rate". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pump was pumping at twice the heart rate". At the time of this report, the customer has not returned our requests for additional information.